Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that interstim therapy was starting to work well in controlling their target urinary symptoms, noting that they were able to get 5 hours of sleep at night which was a large improvement from baseline however since they had an emergency procedure unrelated to interstim device in (B)(6) 2017 where a st. Jude pacemaker was implanted, patient has had an abrupt return of target urinary symptoms, stating that they've only been able to get 1 to 2 hours of sleep at night. Patient mentioned they have been to the healthcare professional (hcp) many times for reprogramming, but nothing has helped. Patient stated they were now out of "sick time" at work and does not know what to do. Patient's hcp told them to call medtronic. Patient reported that they have tried all sorts of different programs and settings about two months ago, but none helped, and one program caused a burning sensation at their perineal area which happened about two months ago. During the call, the patient had access to their programmer, so they synced showing stimulation was on. Patient had access to changing and adjusting stimulation. They confirmed stimulation was on and set at program 1 at 1.4v. Patient mentioned their hcp told them to leave it on program 1 and just adjust the amplitude. No adjustments were made during the call. Patient also reported having a couple of falls since the pacemaker was implanted, but that the falls occurred in (B)(6) which was months after the return of symptoms. Patient was advised to follow up with their hcp regarding the return of symptoms. No further complications were reported.